Manufacturer narrative:
Pending investigation. D10: equinoxe standard stem. Equinoxe standard baseplate. Equinoxe glenoid screws. Equinoxe glenosphere screw. Equinoxe 38mm humeral poly liner. Equinoxe +0 humeral tray.

Event description:
As reported, the 80 yo male patient had an initial right rtsa roughly 5 years ago. Unknown original date, location, surgeon and facility. The patient presented to the surgeon's office with complaints of pain, decreased rom, and dissatisfaction with their right rtsa. Upon examination of the imaging, the surgeon explained there is evidence of proximal humeral bone loss and component loosening. There is also osteolysis, bone loss, and the appearance of loosening of the glenoid implants. The patient was revised on (B)(6) 2023. There was proximal bone loss and loosening. The glenosphere locking screw was loose right away when it should have been locked tight down on the glenosphere. The glenoid screws were removed and the baseplate was grossly loose and removed. According to the surgeon, there was too much glenoid bone loss to be able to secure any glenoid implant for reimplantation, so the patient was revised to a competitor's hemi arthroplasty. There was no reported breakage of a device. There was a surgical delay of 15-30 minutes due to being unable to obtain a stable baseplate for a reimplantation of a reverse the patient obtained a hemi arthroplasty. This is due to the bone loss behind the baseplate and loose baseplate. Osteolysis is shown on x-ray for both the humeral and glenoid side. The patient required prolonged hospitalization as a direct result of this issue.